Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have a bubbled downstream occlusion (dso) seal, confirming the reported issue. The cause of the reported issue is the damaged dso seal. To address the issue the dso was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and the complaint was related to previous service of the device.

Event description:
It was reported that the downstream occlusion bubbled. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.